Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer reverted to an alternate form of insulin therapy which also resolved elevated bg.